Event description:
Attempted to use the zoll end-tidal co2 monitor during a code blue. However, the device failed to calibrate multiple times despite trying two different cuvettes and were unable to use the etco2 provided on the zoll. Confirmed that the cuvettes being used were compatible with the zoll. Everything else on the zoll was functioning properly during the code blue.